Event description:
It was reported that the customer had fluctuating blood glucose levels. Customer reports blood glucose levels have not been able to be stabilized since having to switch from apidra to novolog and humalog.

Manufacturer narrative:
Product was received, but unable to be evaluated.